Event description:
A lawyer contacted depuy mitek stating that during a right shoulder procedure in 2005, "a thermal probe device" overheated the saline causing it to burn in the joint cavity and damage the shoulder cartilage. No other info was provided at this time.

Manufacturer narrative:
As of the date of this report, no other info has been provided and the product is not being returned. We are in the process of gathering more info about the event, and will file a follow-up report at some future point when and if more info is received.